Event description:
It was reported that the patient experienced abdominal pain and had "turbid liquid". The patient was previously hospitalized for an unreported condition and the hospitalization was prolonged due to the pain and the turbid liquid. The patient reported that they had used an expired minicap. The treatment was not reported. At the time of this report, the patient had not yet recovered from the abdominal pain and still had turbid effluent. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. The patient had used an expired mincap, which is a user error. Per baxter labeling, all printed pouches for disposable products contain the expiration date of the product. Users are instructed to use the device prior to the expiration date. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.